Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/03/2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 08/09/2016 and confirmed the reported event of inaccurate cgm values. A definitive root cause could not be determined. Additionally, it was reported that the patient did not enter fingerstick values promptly into the cgm device. Labeling indicates: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value.